Event description:
It was reported that during a shoulder surgery the button was already detached under the clavicula. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Although the device was received at the loan department, it was erroneously scrapped prior to evaluation. Since no pictures had been provided and the device is no longer available for evaluation, the reported event cannot be verified. Ncr-30153 has been opened accordingly. The most likely cause for the reported event can be attributed to misuse.